Event description:
Reference number (B)(4). Event occurred in the united states. On 02/jul/2024, the patient reported that the infusion set cannula was kinked. The blood glucose level was displayed high at the time of events therefore, the patient was treated with correction bolus via the pump. After treatment the blood glucose value was noticed 121bg mg/dl. Patient has been using the insulin pump system within 48 hours of reported high bg event. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Patient city:(B)(6). Patient country: united states.